Manufacturer narrative:
Analysis found that handpiece failed earth resistance test: 0.128 ohms, cannot confirm overheating issue as handpiece failed est and cannot be tested further for overheating. On disassembly, shaft bearing was found stuck on shaft assembly and shaft found corroded. Nose cone and bearings were found corroded. The motor cable found to have kinks. Parts have been replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the handpiece overheated during use in the procedure. There was no delay in the procedure. There was no patient or staff impact.